Event description:
It was reported that approximately 72 months after a left hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling; instability; trunnionosis; post-revision infection; nerve damage; nerve pain; foot drop; complex regional pain syndrome; and pain management. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant products: 2575623 - 120-65-25 - bone screw 6.5mm dia x 25mm long. 2669665 - 142-40-10 - cocr femoral head 40mm, +10 offset 12/14. 3863217 - 160-00-16 - pf stem tapered plasma sz 16. 3739209 - 180-65-40 - alteon 6.5mm screw, 40mm. 4249630 - 186-01-56 - integrip cc, cluster 56mm,g3. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Manufacturer narrative updated: the most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation.